Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms for six months. The customer stated that her blood glucose when she had to deliver a bolus was 400 mg/dl and 500 mg/dl. The customer stated that she suspected the basal was also not being delivered as well as it should have been. Troubleshooting could not be done because the alarm was a past event. The customer stated that she occasionally saw a bent cannula. The customer believed that the issue was scar tissue at the insertion site causing the no delivery alarms. The customer declined troubleshooting for high blood glucose. Nothing further reported.